Event description:
Cvvhd tubing became disconnected at the filter/tubing junction on both the venous and arterial sides. Cvvhd had to be stopped and the system changed. Although there were no injuries (2 incidents, same pt), risk of injury is present. Also. Disruption of the circuit poses risk of exposure to nursing staff.